Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon, ¿no image with the 180 series scope", was caused by a failure of the operational amplifier, because the device in question has not undergone any countermeasures by redesigning the operational amplifier circuit on the printed circuit (dr) board. After checking the component change history for the event of no endoscopic images in combination with the 180 series scopes, it was confirmed that the dr board was redesigned on april 16, 2018. Therefore, the equipment in question was confirmed to have been manufactured prior to the above design change. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) recommended to the customer to return the device. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), there was no image displayed when the evis exera iii video system center was connected to the 180 model scope series. An image would be displayed when connected 190 model scope series. Scope and pigtails work in other rooms but not on this device. The customer is able to view the menu tab there were no reports of patient harm associated with this event.